Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 229047, analyzer (B)(4).

Event description:
It was reported the power couldn't be turned on even after changing power cord. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passes bench checks and functional test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.